Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis. It was unknown whether the patient was hospitalized due to peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with reflin (1g/day, injection, ip) and tobramycin (40g/day, injection). The peritonitis was resolving. Dianeal and extraneal therapies were ongoing, as was remedial therapy with reflin and tobramycin. The nurse stated that the peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.